Manufacturer narrative:
The reported tubing detachment issue was not confirmed. No root cause analysis could be performed, as the affected device was disposed at the user facility. No set was returned from the user facility for investigation.

Event description:
On 06/11/2019, a distributor of infutronix reported a tubing detachment issue: "pump was with patient in bed. Rn checked the shift total for charting information (pump was not removed from bag). Rn noticed the bag was wet and then unzipped it to find the IV set tubing completely disconnected from the distal end of the cassette connector." No patient information was reported to infutronix. No information on the medication used at the time of the event was available. No patient injury or harm was reported for this event. On 06/13/2019, the distributor reported that the affected device was discarded at the user facility. No information on the expiration date or manufacturing date of the affected device was available. The contract manufacturer of the affected device is podo xingda ((B)(4)) medical co. Ltd.